Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that when the unit is connected to ac power, an alarm sounds, and stops when the unit is powered on. Fault log #118 was found and another visit would need to be made. Upon the second visit, the solenoid driver board (0670-00-1161), and power management board (0670-00-1162) were replaced. Device passed the performance and safety checks according to factory specifications. . The failure analysis and testing dept. Received part number 0670-00-1161 and 0670-00-1162 with a reported unit failure of an alarm when the device is off. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the boards in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) suddenly an alarm sounded (power off), unexpected beep. Faultlog # 118 was recorded. The alarm sounded when ac was connected but the power was not on. Patient was not involved. No harm.